Event description:
It was reported on 27aug2022, during the passage of the central venous catheter, when aspirating with the bevel already in the blood vessel, bubbles were obtained that suggested the presence of micro perforations in the needle. It was tried twice, and the same thing happened, so it was decided not to use the needle anymore and try another size 20 which the guidewire manages to pass. No medical intervention was needed and there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one finding. For material mc-15402-002k and lot 13c22c0433, a non-conformance was initiated for a detached blue tip. However, this finding is not relevant to the reported failure as this is for the catheter and not the needle. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022, during the passage of the central venous catheter, when aspirating with the bevel already in the blood vessel, bubbles were obtained that suggested the presence of micro perforations in the needle. It was tried twice, and the same thing happened, so it was decided not to use the needle anymore and try another size 20 which the guidewire manages to pass. No medical intervention was needed and there was no patient injury or consequence.

Manufacturer narrative:
(B)(4).